Manufacturer narrative:
The biomedical engineer troubleshot this reported fault with ge healthcare service representative. The overflow trap was re-seated, and the unit was returned to service. No patient information available at time of MDR filing.

Event description:
The hospital reported the unit was not able to perform fluid suctioning. There was no report of patient injury.